Manufacturer narrative:
Ps297703 method: the complaint mr290v humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The chamber was visually inspected for the reported damage. Results: a single curved crack was observed on the side of the chamber dome, above the bracket. Conclusion: we were unable to determine the cause of the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. As this damage was discovered upon opening the packaging, the damage may have occurred during transportation. Our user instructions that accompany the mr290 state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A healthcare facility in japan reported via a distributor that an mr290v vented autofeed humidification chamber had a crack on the chamber dome upon removal from its packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a distributor that an mr290v vented autofeed humidification chamber had a crack on the chamber dome upon removal from its packaging. There was no patient involvement.